Event description:
While reviewing device data, noise was noted on the right ventricular (rv) lead with no delivery of inappropriate therapy. The rv lead was successfully replaced, and the patient was stable with no consequences.

Manufacturer narrative:
A partial lead was returned in two pieces. Visual inspection revealed an external insulation abrasion breaching the ring electrode cable lumen at the connector portion. In this region, one ring electrode etfe cable coating was noted abraded while the other cable was intact. The ptfe liner of the inner coil was abraded exposing the inner coil. The reported event was isolated to one ring electrode etfe cable coating abraded and the ptfe liner of the inner coil abraded exposing the inner coil due to lead-to-can friction. The reported even of sensing noise was confirmed.